Event description:
It was reported 301 syringe s2 5ml 22ga 1-1/4in had leakage issues. The following information was provided by the initial reporter, translated from chinese: " occurred in the reproductive department, the syringe leaked during use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-24. H6: investigation summary: a device history record review was completed for provided material number 301942 and lot number 2010170. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected samples were returned for evaluation by our quality engineer team. Through examination of the returned samples, leakage could not be confirmed. Twenty additional retained samples were obtained for further evaluation. The retained samples did not show any signs of defect. Based on the investigation results and the provided feedback, it is possible that the reported incident resulted from damage to the plunger lip component.

Manufacturer narrative:
Initial reporter phone#:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 301 syringe s2 5ml 22ga 1-1/4in had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): " occurred in the reproductive department, the syringe leaked during use".